Event description:
It was reported that when the plug was placed in the hip canal it became stuck and broke off, and upon removal it shattered requiring additional bone to be cut to remove the fragments. Attempts to obtain additional information were made, but were not successful.

Event description:
It was reported that when the plug was placed in the hip canal it became stuck and broke off, and upon removal it shattered requiring additional bone to be cut to remove the fragments. Attempts to obtain additional information were made, but were not successful.

Manufacturer narrative:
A follow-up report will be filed after the quality investigation has been completed.

Manufacturer narrative:
Upon visual inspection, the inserter tool was broken.